Event description:
The advocate stated the customer tested her glucose and received a reading of 405 mg/dl using her contour ts meter. She retested using another meter and received a reading of 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of the test strips that gave the high readings, but her meter is to be returned for eval. Replacement products were sent to the customer.